Manufacturer narrative:
This follow up report is being submitted. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number: (B)(6) twelve times as documented in the repair reports in livelink. The last repair was april 17, 2019 where it was reported that the device produced an incomplete mesh and the carrier guide, roller, and roller gear were replaced. This is not a related issue. On may 16, 2019, it was reported that the device had incomplete mesh. The customer returned a skin graft mesher device, serial number: (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number: (B)(6), and a 2:1 ratio cutter, serial number 1412014, for evaluation. Product review of the skin graft mesher on may 29, 2019 revealed that the calibration was within specifications and the device produced a passing sample mesh. The gear was visibly damaged. The 1.5:1 ratio cutter, serial number: (B)(6), and 2:1 ratio cutter, serial number: (B)(6) both produced an incomplete sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 29, 2019 which included replacement of the roller gear, spring pin, cutter collars, and cutter gears. Skin graft mesher, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.214. Notification number: (B)(4) dated on (B)(6) 2019. The reported event cannot be confirmed because the device was in calibration and produced a passing test cut upon product evaluation. The root cause of the reported event cannot be specifically determined with the provided information because the device produced a passing test cut upon product evaluation. It was found that both of the cutters were damaged which may have contributed to the reported event but it is unknown with the information provided. The device was noted to be functioning as intended after the roller gear, spring pin, cutter collars, and cutter gears were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device had incomplete mesh. Device was used on cadaver skin. No adverse events were reported as a result of this malfunction.